Event description:
It was reported that a primary solution administration set experienced no flow. This occurred during patient infusion of IV cefepime. The reporter stated that the evening shift physician noticed that the morning dose of IV cefepime was hanging on the IV pole and was still approximately 3/4 full. A bag of normal saline was hanging properly below the IV cefepime. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.